Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations were confirmed. Due to clogging of channel tube, the cleaning brush could not be inserted. There was a foreign object clogging the channel due to insufficient cleaning. In addition, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. The adhesive on the bending section cover had a scratch. The adhesive around the light guide lens was peeled. Connecting tube had a scratch. The connecting tube had a wrinkle. The control unit had a scratch. The control unit had discoloration. Grip had a scratch. The scope connector had a scratch. The scope cover had a scratch. Reprocessing of subject device the customer did not clean, disinfect, and sterilize the subject device prior to sending it to olympus. There was a delay in the start of pre-cleaning. Water was aspirated through the instrument/suction channel. There were abnormalities in the accessories used for reprocessing. The cleaning brushes were broken, and debris remained in scope. It is unknown if the endoscope was immersed in a detergent solution. The air/water nozzle was not wiped/brushed with clean lint-free cloths, brush, or sponge. It is unknown if the customer brushed the instrument channel, instrument channel port and suction cylinder. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The foreign material was unable to be identified. The root cause of the foreign material remaining in the subject device was unable to be identified. The operation manual provides the following: ¿[inspection of suction function] 1. Place the container of sterile water and the endoscope on the same height. For the inspection, adjust the suction pressure to the same level as it will be during the procedure. 2. Immerse the distal end of the insertion tube in sterile water with the endoscope¿s instrument channel port at the same height as the water level in the water container. Press the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 3. Release the suction valve. Confirm that suction stops and the valve returns to its original position. 4. Depress the suction valve and aspirate water for one second. Then, release the suction valve for one second. Repeat this several times and confirm that no water leaks from the biopsy valve. 5. Remove the distal end of the endoscope from the water. Depress the suction valve and aspirate air for a few seconds to remove any water from the instrument and suction channels.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis lucera gastrointestinal videoscope had a clogged pipeline, and the brush could not get through. The event occurred after inspection. The unspecified diagnostic procedure was completed without a delay. There was no report of user or patient harm associated with this event.